Manufacturer narrative:
Due to character limit in block e1 event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the removal of the intra-aortic counterpulsation balloon in the operating room on august 17, following the insertion of the bcpia on the morning of august 15, black "grains" were discovered inside the balloon, which itself was not ruptured. No apparent adverse effects were observed in the patient; however, there exists a significant embolic risk in the event of balloon rupture. No harm has been reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e3.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.